Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The sensor was inserted into abdomen an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient reported a discrepancy between his cgm and bg meter readings. At that time, the cgm displayed 290 mg/dl, while a fingerstick bg reading showed 180 mg/dl. The patient stated that the inaccurate cgm values resulted in his tandem insulin pump delivering unnecessary insulin while he was sleeping. The following morning (B)(6) 2025, at approximately 10:00 a.m., the patient awoke and experienced severe weakness. He reported that his legs had no strength, causing him to fall repeatedly. As a result of these falls, the patient sustained multiple injuries, including a broken foot, a broken nose, bleeding, and a laceration above his eye. At this time, the cgm was displaying low. No bg meter reading was taken, but the patient estimated his bg level to be approximately 28 mg/dl. The patient believed that the prior night¿s inaccurate cgm readings, which prompted his insulin pump to deliver insulin in closed-loop mode, contributed to his hypoglycemic condition the next morning. The patient called out to his parents for help. His parents administered sprite orally and contacted ems. Upon ems arrival, the patient was unable to recall his cgm or bg meter values or the specific treatment provided. He was transported to the emergency room for further evaluation. At the ER, the patient remained unable to recall any specific cgm or bg values. He reported receiving a ¿hydro-related medication¿ during his stay. He was discharged in less than 24 hours, and at the time of the report, the patient stated he was ¿fine.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.